Manufacturer narrative:
Medwatch sent to FDA on 07/07/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, edema, nodules, granuloma, and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of erythema, edema, nodules, granuloma, and foreign body reaction as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account." Warnings: "do not re-use. Sterility of this device cannot be guaranteed if the device is re-used."

Event description:
Healthcare professional reported patient was injected to the nasolabial groove and upper lips with juvederm volbella with lidocaine and juvederm volift with lidocaine. Prior to injection patient was pretreated with alcohol 70% for skin disinfection. Three months later patient developed erythema, edema, and nodules. The patient visited an emergency room and was given betamethasone im and dicloxacillin for 7 days. A week later patient was examined by the injecting physician who noted malar edema with granuloma on cheeks and left upper lip. The injecting physician treated the patient with hyaluronidase, dexamethasone im, and clavulin for 7 days with control after 24 hours. The probable cause was noted by the physician as a foreign body reaction. A biopsy has not been performed to confirm the reported granuloma. Symptoms are ongoing. It was noted the device has been used more than once.